Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 and confirmed the reported event of inaccurate bg values.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The receiver device (B)(4), used with the complaint sensor device, was returned on 02/03/2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of inaccurate blood glucose values.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.